Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) detected increasing right ventricular (rv) lead pace and shock impedances in (B)(6) 2016. At the time, an x-ray was performed and the physician concluded the system was ok. Current shock impedance measurements are out-of-range however following breast reduction surgery the shock impedances decreased from 173 ohms to 130 ohms. It was also reported that during the breast reduction surgery, the patient received inappropriate shocks as the device was not deactivated during the procedure. No adverse patient effects were reported.